Event description:
Product complication: none. Time of complication: during the procedure, start date was 2005 and stop date was 4 days later. Symptoms: chest pain with ECG changes and positive troponin. It was reported that during the procedure the patient experienced a myocardial infarction (mi). The carotid procedure was in 2005 and during the procedure the patient complained of chest pain with having ECG changes and positive troponin. The pt subsequently underwent CABG x3 four days later. Post surgical complications and management continued until 14 days later when the pt was discharged. Patient was unable to return for 1-month follow-up; however, the patient was phoned by the hospital and reportedly, the patient was well without further adverse events.